Event description:
The 360 gdc-10 soft coil sr detached within the microcatheter. Able to deploy the main coil and finished the procedure. No complications with the pt were reported as a result of this event.